Manufacturer narrative:
Updated data: h2 h3 h6 image review: a media file was provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth during deployment was approximately 3 millimeters (mm) on the non-coronary cusp in the cusp overlap view, and 1-2mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. During final release of the valve, the valve visibly migrated aortic immediately after the last paddle released from the paddle attachment. Prior to the implantation of a new valve, another pre- balloon aortic valvuloplasty was performed. Subsequently, a non-medtronic valve was implanted, and the final angiogram revealed no evidence of paravalvular leak and adequate coronary perfusion. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, the valve was deployed and upon release of the second paddle, the valve dislodged. The dislodge was noted to be possibly due to the patient's small left ventricle, which went down to approximately 16mm minimum diameter at 2mm. Subsequently, a second, non-medtronic valve was implanted. The patient remained stable throughout the procedure. Additional information was received that a pre-implant balloon dilation was performed. The valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. The valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc) and dislodged towards the aorta. Additional information was received which indicated that after the dislodgement, the valve implant depth was 0/-1 on the ncc and -2 on the lcc.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012637278); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: 0012575892); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, the valve was deployed and upon release of the second paddle, the valve dislodged. The dislodge was noted to be possibly due to the patient's small left ventricle, which went down to approximately 16mm minimum diameter at 2mm. Subsequently, a second, non-medtronic valve was implanted. The patient remained stable throughout the procedure.

Manufacturer narrative:
Updated data: b5. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed. The valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. The valve was implanted at a depth of 3mm on the non-coronary cusp and 2mm on the left coronary cusp and dislodged towards the aorta.